Event description:
It was reported that the patient had an infection at the implant suture line, so that the patient was unable to wear the speech processor. As per the surgeon, the infection is due to poor hygienic conditions. Previously the patient had used the device satisfactorily. The patient was treated with medication and then later, it was decided to remove the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.